Event description:
It was reported the patient forgot about the security device when she went on a cruise to (B)(6) last year. After walking through security, the patient started to feel funny and it wasn¿t until later in the day that she started to feel better. The patient noted that based on that experience, she was going to bypass the security devices. Information regarding if the patient still has concerns or not has been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient wanted to know if they could go through the ¿machine¿ at the airport. The patient knew they could not go through the x-ray, but the airport had insisted the other ¿machine¿ was okay.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va055cg, implanted: 2013-(B)(6), product type lead. Product ID 3708640, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).